Event description:
It was reported that the right ventricular (rv) lead had high out-of-range pacing impedance over the last few months. The rv lead was explanted and replaced. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of high pacing lead impedance was confirmed. As received, a partial lead was returned in two pieces. Lead impedance test could not be performed due to procedural damage to the lead. Visual inspection found calcification covering the ring electrode, which is assumed to be the cause of the rise in the pacing impedance as indicated on the device session records.